Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Cultures confirmed the infection to be staph. Antibiotics were administered and the implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.